Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure in (B)(6) 2015 was to treat a lesion in the left anterior descending artery. Pre-dilatation was not performed. A 3.0 x 18 mm absorb scaffold was implanted and post-dilated with a 3.5 x 18 mm nc trek balloon with good angiographic results. Neither intravascular ultrasound (ivus) or optical coherence tomography (oct) were used during this procedure. The patient was readmitted as an emergency on (B)(6) 2017 due to st elevated myocardial infarction. Oct was performed and it was noted that the scaffold was endotheliazed with small neointimal growth. The distal struts were lightly endotheliazed with thrombus attached. A non-abbott 3.5 x 20 mm drug eluting stent was implanted with a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded: two years post implant of absorb scaffold in the proximal left anterior descending artery the patient returned with in-scaffold thrombosis. Optical coherence tomography shows the scaffold to be well expanded and endothelialized with thrombus in the mid scaffold. The vessel is treated with implantation of a metallic stent to cover the scaffold. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Since it was reported that pre-dilatation was not performed, it should be noted that the IFU also states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is unknown if the reported IFU deviation caused or contributed the reported complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.